Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m53c14. The analysis results found that the ats45 device was received with the clamping mechanism damaged. A tr45g cartridge was loaded in the device and was unfired. The cartridge deck was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a vats procedure, the device could not fire on the first firing with the reload when dealing with the bronchi. Another like device was used to complete the procedure. There were no adverse consequences for the patient.